Manufacturer narrative:
The technician, after adjusting the high/low and trend limit switches, used a circuit board to repair the bed.

Event description:
Information received indicates the trendelenburg function is inoperable.